Event description:
It was reported to olympus, that the duodenovideoscope insertion tube had deep scratches and the foreign material was stuck on the biopsy port opening. The issue was found during a procedure. Inspection and testing of the returned device found that the forceps could not be inserted into the channel as plastic material was found stuck inside it. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that water tightness was lost and the forceps could not be inserted smoothly due to damage to the insertion tube. The bending angle in the right and down directions did not meet standard value due to wear of the angle wire. The connecting tube had a scratch and forceps got caught during insertion and removal. The adhesive on the bending section rubber was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received from the customer which confirmed the reported event (device insertion tube had deep scratches and the foreign material was stuck on the biopsy port opening) occurred at the end of a therapeutic stone retrieval procedure during endoscopic retrograde cholangiopancreatography (ercp). The olympus field service representative (fse) reported that customer used non-olympus mechanical lithotripter with olympus tjf-q180v. After the procedure, the mechanical lithotripter was withdrawn out of channel and the plastic part of outer sheath as mounted on biopsy port, seemingly broke and got stuck. The procedure was completed, and scope was sent to olympus. No patient or procedure impact was reported. Reprocessing of the scope could not be done at device pick up, except general washing and superficial cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the instrument channel clogged with foreign material was unable to be identified. However, it¿s likely the forceps could not be inserted into the channel as plastic material was found inside it because the customer used a non-olympus mechanical lithotripter for stone retrieval. As a result, the outer sheath / plastic part which is mounted on biopsy port, broke and stuck in biopsy port. Olympus will continue to monitor field performance for this device.